Event description:
The radiologist reported that the pt awoke feeling wet. Turned on light. Blood from shoulder to knee. Plastic connector disconnected from red plastic part. He clamped catheter and returned to dialysis unit.